Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
During the pulsed field ablation procedure, st elevation and air embolism in the right coronary artery were noted. The agilis 13f sheath was flushed with contrast and the dilator was flushed with contrast as well. Once inside the heart, transeptal puncture was completed, contract was flushed. The needle was progressed to the vein and while taking the dilator out of the agilis 13f sheath the st elevation was noted. The patient had an embolism in the right coronary artery noted as bubbles that required interventional cardiologist to perform intervention. The patient was stable after intervention was performed.